Manufacturer narrative:
The o2 flush regulator was replaced, and the unit was returned to service.

Event description:
A gehc service representative performed planned maintenance of the equipment and determined the o2 flush regulator was causing increasing pressure. There was no report of patient involvement.